Event description:
Ous MDR - it was reported that approximately 19 months after the implant the patient received an inappropriate shock. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. In the course of the visual inspection, multiple abrasion marks were noted along the lead body. In particular, 36 cm distal to the df4 connector pin, the lead body was found squeezed and deformed. In this region the insulation and the coating of the conductor cable to the ring electrode were damaged. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore, the insulation was rubbed through 57 cm distal to the df4 connector pin. The damage symptom indicates constant friction against another implantable device, such as a nearby lead. Both findings of insulation damages are conceivable as root causes of the reported oversensing with shock delivery. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.